Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this programmer screen froze during finishing up implant procedure and final programming. The programmer would not register using finger touch but was resolved by rebooting. Boston scientific technical services (ts) processing replacement. The programmer remains in service. No patient involvement was reported.